Event description:
It was reported that the patient experienced cardiac tamponade and hypotension. An ablation procedure was being performed to treat atrial fibrillation. After mapping with the intellamap orion high resolution mapping catheter via an 8.5 fr sheath, ablation was started with the intellanav mifi open-irrigated ablation catheter to energize from the left anterior side, and when energization was performed for several times, the patient's blood pressure decreased. When it was checked through fluoroscopy and echocardiogram, cardiac tamponade occurred. Drainage was performed, but it did not improve, so thoracotomy was performed. The patient was stable after the operation. The physician reported it seemed that the left pulmonary vein (pv) or the left atrial appendage got damaged with the ablation catheter, but the exact cause was unknown.

Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the device did not have any obvious visible defects. There was dried saline in the luer, on the handle, electrodes and tip. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the curve template. Both right and left curve tests passed. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.1159, 0.0979 psi and 0.1134 psi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced cardiac tamponade and hypotension. An ablation procedure was being performed to treat atrial fibrillation. After mapping with the intellamap orion high resolution mapping catheter via an 8.5 fr sheath, ablation was started with the intellanav mifi open-irrigated ablation catheter to energize from the left anterior side, and when energization was performed for several times, the patient's blood pressure decreased. When it was checked through fluoroscopy and echocardiogram, cardiac tamponade occurred. Drainage was performed, but it did not improve, so thoracotomy was performed. The patient was stable after the operation. The physician reported it seemed that the left pulmonary vein (pv) or the left atrial appendage got damaged with the ablation catheter, but the exact cause was unknown.